Event description:
It was reported that an asymptomatic patient presented in-clinic, one week post generator change for follow-up. Upon interrogation, high pacing lead impedance and high capture threshold were noted on the right ventricular lead. During the lead revision, the physician noted fractures on the lead. The lead was capped and replaced on (B)(6) 2017 without adverse event to the patient. The patient was stable before, during and after the procedure. The patient will continue to be monitored.